Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 43(an error in the motor was detected by reading an unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and the customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1711k was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No pump error 130 alarm or pump error 43 alarm was noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 43 alarm on the event date of 14-aug-2024 at 09:10:04.000 to 09:19:26.000. Pump alarmed pump error 130 alarms on the event date of 08/14/2024 at 08:40:04.000 to 10:32:11.000. Pump was cut open to perform visual inspection and found moisture damage on the motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 130 was not confirmed during testing. Pump error 43 was confirmed in the pump history files and traces using thus software. Moisture damage was confirmed found on the battery tube and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.